Event description:
It was reported that prior to use when removing the 260cm ht versacore guide wire from the dispenser hoop with no resistance, the green/white transition area of the wire became separated, but not confirmed in two pieces. Another versacore guide wire was used to complete the procedure. There was no patient involvement and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed as an irregular appearance between the coils and proximal jacket. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that after unpacking the wire, a break was observed. Analysis of the returned wire confirmed the break as a gap between the coils and proximal jacket. This type of damage can occur when the device is inadvertently mishandled during unpacking or preparation. The blood on the device and the bends on the shaping ribbon indicate the device was subject to handling, it is possible this contributed to the noted gap. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.